Event description:
A consumer had purchased the gum sensitive compact care toothbrush a few months ago and a replacement was sent, the gum technique sensitive clean ultra soft toothbrush and stated the bristles were falling out of this toothbrush as well.